Event description:
It was reported that an existing capped left ventricular lead had better threshold than the one being used. The physician decided to cap the lead currently being used, and replace it with the one that had been previously capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.